Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 33.5 cm. An internal insulation abrasion breaching the rv cable lumen was noted at 7.4 cm to 10.6 cm from the distal end. The etfe cable coating was normal in this region. An external insulation abrasion breaching the empty cable lumen was noted at 8.1 cm to 9.6 cm and 10.4 to 10.7 cm from the distal end consistent with friction to another implanted device or feature of the patient anatomy. In this region, an internal abrasion breaching the inner coil lumen was noted at 8.4 cm to 9.2 cm from the distal end. An internal insulation abrasion breaching the re cable lumen was also noted in this region. The inner coil ptfe liner was normal and both re etfe cable coating were intact in these regions. An external insulation abrasion breaching the re cable lumen was noted at 17.7 cm to 18.0 cm from the distal end consistent with friction to another implanted device or feature of the patient anatomy. The etfe cable coating was normal in this region. An internal insulation abrasion breaching the svc cable lumen was noted at 27.7 cm to 27.9 cm from the distal end. The etfe cable coating was normal in this region.

Event description:
This report is to advise of an event observed during analysis.